Manufacturer narrative:
(B)(4). The customer reported to have replaced the battery.

Event description:
It was reported that the ventilator battery was found to have blown fuse and the ventilator was inoperable. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned graphic user interface (gui) printed circuit board (pcb) and the xena ii bd pcb. An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.